Event description:
It was reported that a trial patient thought her wires had moved. The patient reported she was feeling stimulation in a different location and that it began last night around 9 p.m. ¿suddenly. The patient called the healthcare provider¿s (hcp) office and they said it sounded like the leads had moved. It was noted that she was no longer feeling the stimulation in the vagina area but more by her tailbone. The patient thought it may have occurred when she bent over to pick up the cat. The patient stated she was scheduled to have the permanent implant. An e-mail was sent to manufacturer¿s representative (rep) regarding the trial patient. Additional information had been requested but was not available at time of report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).